Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the electrical connector was detached and the internal wires were broken. The detached electrical connector was not returned. Further evaluation revealed that the catheter was found to be kinked in the middle of the device and near the handle. The complaint was confirmed; the device was returned with a detached electrical connector. The detachment found was probably caused by excessive forces applied to the device during unplugging, and the kinks found were probably due to device manipulation during the procedure. Based on the device condition and the available information, the most probable root cause of this complaint is operational context: due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's stomach during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe&#10244;device was used in the patient's stomach during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.